Event description:
The pt was on a functioning pulmonetic ltv 950 ventilator. The nurse in the home reported to phs that the vent was functioning properly and when she turned around, the vent was completely off and not ventilating. She noted that there were no alarms at all prior to this occurring. She removed the pt from the vent, turned the vent back on and said that the vent returned to normal function. She stated that both external power and charge status on the vent were green.